Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test. Unable to perform the rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to prime anomaly. Unit was successfully download using thump for history files and trace files. Pump error 43 is noted on (B)(6) 2024 06:55--17:59 in history files. Stuck key alarm was found in history file on (B)(6) 2024 15:18. Pump error 23 was found in history file on (B)(6) 2024 16:41--20:13. Pump was cut open to perform visual inspection and found evidence of moisture damage. On the electronic assembly and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. Device test failed is confirmed due to prime anomaly. Pump error 23 is not confirmed. Keypad unresponsive is not confirmed and responsive. Prime anomaly is confirmed due to moisture damage on the motor assemblies. Pump error 43 is confirmed due to motor anomaly and being found in history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), device test failed, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.